Event description:
Evaluation summary: the stent was positioned on the balloon between the inner shaft markers with no deformation visible. The distal tip was flared indicating that it may have been stubbed during advancement. There was crystallized residue and contrast present in the inflation lumen and balloon. The device was place in the waterbath to disperse the residue. On removal from the waterbath negative purge confirmed the presence of a leak. On pressurization of the device a leak was detected on the proximal balloon pillow. A short longitudinal tear was detected on the proximal balloon pillow.

Manufacturer narrative:
Evaluation results: related to operational context-root cause was most likely procedural related. Evaluation conclusion: operational context caused or contributed to the event-oot cause was most likely procedural related. (B)(4).

Manufacturer narrative:
Evaluation results: unknown-root cause of issue is undetermined. No results available since no evaluation performed ¿ device or procedural images not provided for review. Conclusion: unable to confirm complaint ¿ device or procedural images not provided for review. (B)(4).

Event description:
The physician was attempting to implant an integrity bare metal stent. No abnormalities were noted during preparation and inspection of the device; negative prep was carried out. Difficulty was encountered during attempts to inflate the balloon; pressure never went above zero. The physician noticed on flouroscopy that there was a leak due to contrast in the artery. The stent was never deployed and was removed immediately without patient complication